Manufacturer narrative:
(B) (4) - incorrect use of device - against resistance . The starclose se instructions for use state under, closure procedure, do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps outlined in the instructions for use. The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, resistance was felt during thumb advancer deployment and after the clip was deployed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided. User facility medwatch received on 02/02/2010 and states: event desc: closure device sheath failed to release properly inhibiting the device from deploying resulting in a manual arterial hold. The device failed and did not adhere to the artery. There was no adverse effect on the pt. The device was removed and manual pressure was held. There was no bruising or hematoma. The pt was stable.